Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer vascular plug was implanted in the left subclavian artery (lsa) for thoracic endovascular aneurysm repair (tevar) with a 8f non-abbott guiding catheter. It was reported the vessel diameter was 8mm and echocardiography confirmed successful implant with complete occlusion of blood flow. After 1 month post-procedure on (B)(6) 2023, the patient experienced persistent chest discomfort. It was later reported that on (B)(6) 2023, an echocardiography revealed an endoleak of blood flow in the lsa. It was then reported on (B)(6) 2023, a decision was made to additionally implant a non-abbott device in the lsa. The patient status was reported as stable.

Manufacturer narrative:
An event of persistent chest discomfort after one month of implant and endo leak of blood flow in the lsa was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Two videos and one image were received from field. Angiogram of left subclavian artery showed a diameter of 7 to 8 mm. Injecting from the distal left arm into the left subclavian artery showed residual flow around the previously placed avp ii. Injection demonstrated an endo leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that a decision was made to additionally implant a non-abbott device in the lsa. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.